Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section h6( hecc,heic) and b5 (updated summery) with this report. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible over delivery anomaly not confirmed during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. I did not find the case where 1g difference caused ¿double or half of initial dosing¿. But it is possible since bolus estimate depends not just on food input but also on sg value, active insulin value, carb ratio, insulin sensitivity factor. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 99 boluses listed on the event date 20-dec-2023 in the pump history file. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert (780) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Possible over delivery anomaly not confirmed during testing. No audio/vibrate/absence of alarm anomalies not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6( hecc,heic) and b5 (updated summery) with this report. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible over delivery anomaly not confirmed during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. I did not find the case where 1g difference caused ¿double or half of initial dosing¿. But it is possible since bolus estimate depends not just on food input but also on sg value, active insulin value, carb ratio, insulin sensitivity factor. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 99 boluses listed on the event date 20-dec-2023 in the pump history file. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert (780) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Possible over delivery anomaly not confirmed during testing. No audio/vibrate/absence of alarm anomalies not confirmed during testing.

Event description:
Updated summary: the customer reported that emergency medical services were dispatched and sent to the emergency room for 3 hours on (B)(6) 2023 at 9:30pm due to hypoglycemia. Blood glucose at time of event was 28 mg/dl. User stated they were 23 weeks pregnant and had become unconscious. Customer stated the pump gave them an unintended dose and not alarming appropriately. User would get odd dosing suggestions when entering 1 single gram difference, would double or halve the initial dosing (over delivery). User was also given glucose gel as treatment. Auto mode was in use.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 28 mg/dl. Troubleshooting was performed and found that the customer has treated the low blood glucose event with glucose and emergency medical service. The customer was using the insulin pump within 48 hours of the reported event and the auto-mode feature was active. The customer was alleging that the pump was over-delivering and missing of alarms. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.